Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, reported complaint: "the pump is hard and it is slow to inflate the prothesis and to deflate is virtually impossible. He has to use extreme force and try 4 or 5 times which is very painful to do. It takes around 5 ¿ 10 mins to get it started to deflate. When the patient arrived at [physician] it was still partially inflated as he could not get it down completely. [Physician] has tried the troubleshooting techniques with no success. The device was revised/replaced. Will be returned. Additional information received 11/15/2020: only the pump was replaced. Additional information received 11/118/2020: explanted device being returned. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
A titan touch pump was received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.